Event description:
Initial report of event received with return of another device for analysis. Report indicated "patient never had any significant relief of spasticity since system was implanted". Follow up information received from hcp indicates problem for patient was caused by the catheter moving to the epidural space. Patient never experienced any severe withdrawal symptoms but hcp was never able to control spasticity with the system. The patient experienced increased spasticity and was covered with oral baclofen. Patient had been maintained on a low dose of 100 mcg per day. X-rays with contrast showed the contrast extradurally - not in the subarachnoid space. The catheter was repaired. The pump was replaced because control of spasticity was never achieved with the prior system. Patient's spasms are improved and patient has no headache.